Event description:
It was reported to ams that ¿low power¿ was observed during a urology / stone procedure. Patient had been administered anesthesia. The procedure was rescheduled. There was no report of patient injury.

Manufacturer narrative:
System analysis/service repair on (B)(6) 2015: the service engineer checked the laser and found the power was good. The report of low power could not be duplicated. He checked the laser with his fiber, turned off laser, replaced water, replaced the lamp and performed calibration. 19.6w@1300v, mapping and safety calibration; tested in normal mode with customer. "Everything was fine, fiber test ok". The root cause was undetermined. The system was tested and verified to specification. The replaced lamp was not returned to ams.